Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to product performance issue. The exact reason is unknown. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.